Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) evaluated the device and confirmed the report alarms of "extended high ppeak" and "vent inop." The fsr tried to cycle the vent, reseated the gas delivery engine, but the problem did not resolve. The fsr performed transducer calibrations but the device could not calibration. The suspect device has been set aside to wait for remediation team repair.

Event description:
The customer reported while using the avea ventilator, it alarmed extended high ppeak. The customer stated this event occurred during (est) extended self-test. The customer reported there was no patient involvement associated with this event.